Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the reported inflation issue and leak, which was determined to be due to a cracked hub. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause was related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the femoral artery. An 8 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. No issues were noted during preparation (air aspiration). The pta catheter was advanced to the lesion, the balloon would not inflate and a leak was observed at the hub. As the leak was at the hub, no contrast was introduced into the patient's anatomy. The pta catheter was removed from the anatomy and replaced with a new armada 35 pta catheter to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.